Event description:
This complaint involves two (2) devices.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: device interaction/functional. Visual inspection: the verse poly driver, handle (p/n: 299704152, lot #: pu132828) was returned and received at us cq. Upon visual inspection, it was observed that the device was missing the dowel pin. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Functional test: the functional test failed as the device was missing dowel pin and the poly driver button was not functioning as intended. The complaint can not be replicated with the returned device. Dimensional inspection: there was conclusive evidence that the returned device was missing components, so the dimensional inspection was not performed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. The device received failed functional test. Hence confirming the allegation. Investigation conclusion : the complaint condition is confirmed for the verse poly driver, handle (p/n: 299704152, lot #: pu132828). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for verse poly driver, handle was conducted identifying that lot number pu132828 was released in a single batch. Batch1: lot qty of (B)(4) units were released on feb 11, 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Updated data: h4, h6. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020, the patient underwent for a thoracolumbar fusion procedure. During the procedure, when inserting screws, the polydriver handle would not disengage from one of the screws. Surgeon removed the polydriver handle from the set to put in the remainder of the screws. The assumption is the malfunction is related to threads at the tip of the polydriver handle that thread into the screwhead. There are 2 polydriver handles in the verse set. The second one in the set did not have an issue disengaging from the screws, so it was used to finish inserting screws. The screwdriver shaft and sleeve that are assembled with the polydriver handle to create the complete screwdriver assembly did not have issues. The surgery was completed successfully with 3-5 minutes delay. The patient outcome was unknown. This complaint involves three (3) devices. This report is for (1) verse poly driver, handle. This report is 1 of 2 for (B)(4).